Manufacturer narrative:
(B)(4).

Event description:
The cp1000 battery charger allegedly melted while charging through usb port on computer. Replacement to be provided to the recipient and no reports of recipient injury are associated with this event. The battery charger has received at cochlear investigation analysis team and an evaluation process is in progress.